Manufacturer narrative:
Qn#: (B)(4). The device history review for the product auto endo5 ml lot#: 73f1900183 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip did not close when the user ligated it. Therefore, the device was replaced the with a new unit to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The first clip was out of position in the channel. The sample appears used as there was biological material found on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it got stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that there were 3 clips remaining in the channel indicating that 12 were fired by the end user. No further damages were observed. Although clip stacking cannot be confirmed due to only 3 clips remaining the channel, there are indications of clip stacking due to the bent rotation tab, first clip out of position, and the misfire. Clip stacking could prevent the clips from properly loading into the jaws. This could prevent the clips from properly closing when applied. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip(s) not closing/locking" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No further damages were observed. Although clip stacking cannot be confirmed due to only 3 clips remaining the channel, there are indications of clip stacking due to the bent rotation tab, first clip out of position, and the misfire. Clip stacking could prevent the clips from properly loading into the jaws. This could prevent the clips from properly closing when applied. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that a clip did not close when the user ligated it. Therefore, the device was replaced the with a new unit to complete the operation. No clip fell/remained in the patient.